Event description:
The customer reported via phone call that they received an external flash error alarm on their insulin pump. The customer's blood glucose was 252 mg/dl. The customer stated they were able to clear the alarm with the escape/act button. The customer was also assisted with the rewind process. The customer was advised the insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unexpected blank display after number count up due to faulty mother board. Unable to confirm e15 alarm due to blank display. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.